Event description:
The customer called and reported receiving no delivery alarms on the insulin pump. Customer's blood glucose was 426 mg/dl. During troubleshooting, the insulin pump began to rewind when customer attempted to check settings, and became stuck in a prime/rewind loop and customer ran out of insulin. The customer had called previously to troubleshoot no delivery alarms. Customer had not tried different cannula lengths. The insulin was not expired or denatured, and customer was rotating sites and avoiding scar tissue. Customer stated the tubing was not bent or kinked. Customer stated, she had tried all remedies. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.